Manufacturer narrative:
The device was not returned for evaluation. A lot history review indicated that there were no manufacturing issues and no product complaints of similar nature reported for this lot.

Event description:
The catheter was placed 12/12/96 f0r the infusion of customized lipids and hyperalimentation. On 12/14/96, the pt experienced apnea and bradycardia and was intubated. One-half hour after intubation, the pt was turned and swelling was seen in the pt's neck. Pleural infiltration was then suspected. The catheter was removed.